Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The patient claimed that she obtained a blood glucose result of "141 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "80 mg/dl" with another, unspecified, onetouch meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. There is no indication that the subject meter caused or contributed to and adverse event. This complaint is being ruled out as an adverse event because the patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. However, this complaint is being reported as a malfunction because the results being compared exceed lfs's specifications for accuracy comparisons.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, unrelated to the issue, the test strips has results below the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.